Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. The physician determined that there was fluid loss from the reservoir. The ipp was replaced. There were no patient complications reported.